Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion error' was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log (ehl) revealed 'downstream occlusion error'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor values out of specifications. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.